Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify the reported issue. The customer was provided with a replacement device. The system pcba from the customer's device was further evaluated and physio was unable to duplicate any issue. The returned device was scrapped by physio. No root cause could be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down when attempting to download patient data. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and determined that replacement of the system pcb assembly is required. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down when attempting to download patient data. There was no patient use reported with the event.